Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5168121 received through the FDA medwatch program stating " pt (patient) wife reports that freedom pump broke during infusion today and patient still has one remaining syringe to infuse. Pt wife reports that when they tried to tum dial back to move black piece so that syringe would load in the pump, the black piece shot forward and launched syringe out of the pump. Pt was not able to turn dial again after that. Rph (registered pharmacist) advised we will send a new freedom pump. Serial number unknown. No adverse events reported. Reported to (B)(6) by: patient/caregiver." A good faith effort was sent to the initial reporter on 10-apr-2025 for additional information. A response was received providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.